Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. While attempting to cross the valve, it was noted that the patient was in asystole. A temporary venous pacemaker placed internally. Patient is in stable condition. The valve final deployment is at annular level. There were no maneuvers trigger the rhythm change. The patient did not have any conduction disturbance before the procedure. The baseline rhythm was at normal sinus.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.